Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the catheter found it was returned without any blood visible, which is consistent with the reported information that the device was not used during the procedure. There was contrast visible in the inflation lumen and the loosely-folded balloon, suggesting that the device was prepared for use and pressurized at some point, as reported. A new indeflator was used in an attempt to pressurize the catheter to its rated burst pressure (rbp) and fluid leaked from a 0.5 mm pinhole in the balloon above the distal balloon marker, confirming the reported rupture. It could not be determined if the rupture was along a crease or fold in the balloon. The catheter was ultimately sent to the scanning electron microscopy (sem) lab for further analysis, which determined that the balloon failure may have been attributed to a material/processing discrepancy which may be influenced by mechanical damage and/or environmental conditions. Flaps of peeled balloon material were found in multiple folds along the distal taper and working length of the balloon. Flaps were also documented at the leak on the outer surface above the distal marker. Additionally, the inner surface view revealed peeling and separation of balloon material at the distal marker impression. Since it reported that the balloon was not soaked in saline during device preparation, this may have contributed to the reported rupture and noted damage. Tears in the balloon material may be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, an interaction with other devices or insufficient preparation prior to use. It should be noted that stated in the instruction for use (IFU): submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, any pressure (positive or negative) may cause balloon material movement, which can cause balloon damage/peeling. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which would have contributed to the reported complaint. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. Overall, the reported rupture may be related to operational context of the device and not a product quality deficiency.

Event description:
It was reported that during device preparation a hole was noted on the top of the balloon. The device was not used. There was no patient involvement. Although requested, there was no additional information provided.